Event description:
Additional information received reported that the issue was resolved and the patient was receiving good therapy after that. There were no device issues but a manufacturing representative (rep) spoke with the patient and resolved the issues. No other therapy issues were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient believed he had pulled out the leads and had increased pain at the lead incision site. He also had pain at the surgery site. He could feel two little wires underneath the sticky patch and bandage that was peeling away from the skin. He just noticed the bandage and wires today late afternoon. Stimulation in the left leg was good but not the right leg. He could not use stimulation while standing up or walking, so he needed to turn stimulation off. The patient also had not gotten any pain relief since the trial implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.